Event description:
Prior to the operation the apex x-ray template was used to find the appropriate size of implant. The surgeon then followed appropriate technique for implanting the x-post. The surgeon attempted to back out the x-post slightly for the final position but was unable to do so. The surgeon then chose to re-book the patient in for a second surgery to attempt to remove the post and fuse the joint. At the time of the second surgery, the 2.0 mm driver was used in an attempt to remove the x-post, however this was unsuccessful. The synthes removal set was opened, the driver then engaged with the post, however this resulted in the head of the x-post breaking. The surgeon was unable to remove a portion of the x-post and a plate & screw construct was then used to fuse the joint.